Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, a specific cause for the patient's low flow could not be conclusively determined through this evaluation. Additionally, a specific cause for the infections could not be conclusively determined. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient had low flow alarms and hypotension with low mean arterial pressure (map). The patient was started on blood pressure support medication for hypotension. The patient was septic, and the low flow alarms were thought to have been possibly associated with fluid needs. The low flow alarms resolved without intervention. The patient was also septic with presumed urinary and gastrointestinal (gi) origins of the infection. The patient had been on antibiotics for a potential urinary infection and was given additional intravenous and oral antibiotics. The submitted log files were reviewed and revealed transient low flow hazard alarms captured on 08jun2023. Elevated pulsatility index (pi) values were noted during the low flow events. The system appeared to be operating as intended at the stored patient speed, and there were no other notable events or alarms active in the log file. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including sepsis and localized infection. Section 6 ¿patient care and management¿ also includes information regarding how to prevent and control infection. Section 1 of the IFU provides an explanation of pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available and contains several sections with information about how to prevent and control infection. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was at a skilled nursing facility that stated they had an international normalized ratio (inr) of 13 today. The patient was transferred to a local non-left ventricle assis device (lvad) emergency department (ed) first before they could be transferred directly to university of california, irvine medical center (uci). The patient was found to have had several low flow alarms in the 11 o'clock hour. The low flow alarms occurred in their care, they were unable to check patient's mean arterial pressure (map); records did not reflect, and treatments were given while in the lakewood ed. Upon admission to uci, vad parameters were stable, but map was 32 mmhg and the patient was started on levophed (norepinephrine). The event log file contained low flow estimates as well as sustained low flow hazard events on (B)(6) 2023 between 10:09am-12:17pm. Following this time frame, no additional low flow events were recorded. The low flows reportedly resolved with interventions. The patient was not under uci care at the time; however, the patient was found to be septic at time of admission to uci. Fluid and pressors were given for sepsis and low map. The source of sepsis appeared to be urine, although gastrointestinal (gi) was ruling out as an additional source. Urine culture showed klebsiella pneumoniea. The patient was then off pressors and continued antibiotics. They were also on antibiotics at the skilled nursing facility prior to this emergency admission. At the time, intravenous (IV) antibiotics was given including: rocephin, zyvox, flagyl. They were also on oral vanco for their gi symptoms.